Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump was not charging as fast as it did previously. There was no adverse impact to customer¿s blood glucose level. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information. Reportedly, the customer continued to use the pump for insulin therapy.